Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not working properly during use on patient. There was no injury or harm reported.

Manufacturer narrative:
Updated fields - b4, b5, e1(initial reporter and email), e3, g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found that display locks up and top cover was cracked. The fse replaced compressor assy (0119-00-0236), bezel lower display (0380-00-0560) and label display seal (0334-00-1809). Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Unit was returned to the customer.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was having error code 14 issue during use on patient. There was no injury or harm reported.